Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing hard thumps when laying in bed which was diaphragmatic stimulation. The left ventricular lead polarity was reprogrammed. The lead remains in use. The patient is a participant in the (B)(6) registry. No further patient complications have been reported as a result of this event.